Event description:
It was reported that during an fundoplication procedure, the blade broke. The broken piece could be removed out of situs. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.